Event description:
Info received indicates the foot end of the bed is drifting down.

Manufacturer narrative:
The technician isolated the issue to the foot hi/low valve. He replaced the foot hi/low valve to repair the bed.